Event description:
Reference medwatch # (B)(4).

Manufacturer narrative:
The user facility reported that a pivot bolt on the sterilizer door broke. There are no reports of injury or delayed/cancelled procedures. In the user's medwatch report they allege that steris has introduced an 'upgrade kit' for this pivot bolt which contains a re-engineered pin. Steris has not introduced a re-engineered pin for this device and the kit referred to by the customer is a repair kit which contains the parts and tools necessary to perform a repair on a pivot bolt. This is not an upgrade kit. The customer also expressed concern that in the presence of a broken bolt, the door has potential to detach from the unit. The door of this device is not attached to the unit via the pivot bolt, rather through a welded steel bracket which is a separate component from the bolt. In the case of a broken pivot bolt, the door would not full close. In the event this occurred, the cycle would not initiate and the device would alarm, alerting the operator. Steris does not maintain this equipment; the customer repaired the pivot bolt and returned the unit to service. Steris service personnel inspected the device after the customer's repair and confirmed the door to be operational.